Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and during the surgery an inferior central abrasion was observed on the right eye(od). On the same day as treatment, the visual acuity for the od was 20/30 and a bandage contact lens (bcl) was placed. On (B)(6) 2018, the bcl was removed and patient was to be monitored. On (B)(6) 2018, the visual acuity was 20/30 on the od and showed hyperopia/astigmatism regression. The patient¿s comments were of worried about vision but was happy with both eyes. The patient will be continued to monitor. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25x -1.00 x 25, left eye pre-op 20/20 -1.25 x -.50 x 178. Bcva from (B)(6) 2018: right eye post-op 20/20 1.75 x -1.25 x 130, left eye post-op 20/20 .00 x .00 x 90.